Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During pre-mapping, the lp was at the initial target location when the device slipped and was unable to be fixated. Pre-mapping continued, and high capture thresholds were observed causing the device to be repositioned again. Under fluoroscopy, it was the discovered the lp helix had stretched. The lp was exchanged, and the procedure concluded without further issue. The patient was stable.

Manufacturer narrative:
Device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. The reported complaint of capturing problem and positioning problem were not confirmed. The reported complaint of stretched helix was confirmed. Visual inspection showed that the helix length was not within specification, this is consistent with damage occurred during implant procedure. Telemetry, pacing and output features were analyzed, and the device exhibited normal electrical characteristics without any anomalies.